Event description:
Localize clinical study: it was reported that a intellamap orion high resolution mapping catheter, two intellanav stablepoint catheters and a dynamic xt catheter was used in a mapping and ablation procedure. During the procedure it was noted that patient cardiac tamponade occurred, a echocardiography was performed to confirm. The event was resolved with a pericardial drainage. No further patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Localize clinical study: it was reported that a intellamap orion high resolution mapping catheter, two intellanav stablepoint catheters and a dynamic xt catheter was used in a mapping and ablation procedure. During the procedure it was noted that patient cardiac tamponade occurred, a echocardiography was performed to confirm. The event was resolved with a pericardial drainage. No further patient complications were reported.